Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the nim monitor was set up by the surgical team prior to the start of the incision. The monitor was "verified", and all checks were reviewed appropriately. Sometimes at the beginning of the case, the nim monitor did not alarm however, it started showing on the monitor an error of connection. The monitor was plugged into the wall and untouched since the beginning of the case. Also, the customer did not use the bluetooth feature of the monitor the customer kept the electrode box attached to a cord. The surgical resident then had to restart the machine pairing with the electrodes already attached to the patient and the patient open on the table. Due to the reoccurring issues and concerns with this device. The surgeon has reached out to the operating room leaders. There was no known patient impact related to the event.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. B5: new information received. H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and indicated that cochlear implant surgery procedure was being performed and there was no patient impact. The procedure completed with reported product since system was restarted and reconnection with patient interface was established.